Manufacturer narrative:
(B)(4). It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information, it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device discarded.

Event description:
The blue coating on the isocoos tips is peeling during surgery. Device discarded. As reported by ous affiliate, event occurred intra operatively but caused no delays over 30 minutes and caused no adverse consequences. Surgery continued.